Event description:
Additional information was received. It was reported that the patient kept turning the amplitude on the implantable neurostimulator up to greater than 5. The programming was adjusted to try and find a program that worked better. No patient injury was reported.

Event description:
It was reported that the patient experienced a shocking and jolting sensation. The patient stated that on a walk, she felt a shock 'so strong that it knocked her off of her feet.' It was noted that the patient called urgent care because she could not get the internal neurostimulator (ins) turned off. It was noted that the patient did not feel the shocking when the ins was turned off. The patient also indicated that she had an increased, steady pain in the lower part of her back that began upon implantation of the device. The patient noted that a urinary tract infection (uti) was 'ruled out'. The patient had a scheduled physician's appointment on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the shocking or jolting sensation "which was in the vagina" had started one week prior to this report. A pain in patient's back started one week prior as well. It was stated that the device was not really helping her because she had to wear a pad. It was reported that the patient did just get the device two weeks ago. The event or symptoms occurred following an implant. There was no known accident or incident related to this complaint, however it was mentioned that the patient almost fell but caught herself and had not done anything else that might have caused this. The patient had a culture done to see if she had a urinary tract infection however it came back negative. The patient's status was undetermined. The patient would have an appointment with her doctor one week later.

Manufacturer narrative:
Product ID 3889-28, lot# va00mgu, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).